Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 month and 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist system on (B)(6)2018. It was reported that the patient had melena and was diagnosed with a gastrointestinal bleed. At the time of the event, the patient's anti coagulation regimen included aspirin and warfarin. An esophagogastroduodenoscopy (egd) revealed bleeding at the duodenal mucosal of the small intestine and was cauterized. Posterior pharyngeal oozing was also reported. The patient was transfused with 4 units of packed red blood cells over a 24 hour period and 1 unit of fresh frozen plasma. The event reportedly resolved on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.